Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Customer reported they had been testing their paddles at 50 joules and was advised that only 10 joules is necessary for testing.

Event description:
The customer contacted stryker to report that their device gave 'abnormal energy delivered" message when testing their paddle assemblies. In this state wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.